Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the ptd and no relevant findings were identified. The probable cause of the ptd tip separation could not be determined based upon the information provided and without a sample. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer reports that the doctor was using the device on a patient. The nose cone disconnected from the device and released in the patient. The doctor was able to retrieve the nose cone from the patient. Another device was used without issue. No patient injury/consequence reported.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the doctor was using the device on a patient. The nose cone disconnected from the device and released in the patient. The doctor was able to retrieve the nose cone from the patient. Another device was used without issue. No patient injury/consequence reported.